Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one 6.0 x 60mm biomimics 3d (bm3d) stent to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal segment in the left leg. An antegrade approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening of the pre-existing condition. It was reported as target lesion related. The patient attended clinic with left foot rest pain. The left sfa ostial to the proximal popliteal segment (including target lesion) was treated with drug coated balloon/drug eluting balloon (dcb/deb) angioplasty and laser atherectomy on (B)(6) 2022. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. The event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device.